Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly and the battery gauge was fluctuating. Customer's blood glucose was 147 mg/dl. The customer continued to use the pump for insulin therapy.